Event description:
It was reported via repair work order that the nurse call was not functioning due to a malfunctioned cpu and damaged siderail cables. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the nurse call was not functioning due to a damaged button. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted with results of evaluation.

Manufacturer narrative:
Customer to perform own evaluation and any repair.